Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. Device #2: perclose proglide, part# 12673-03, lot# 920286h is being reported under a separate medwatch report number.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred as no suture was present when the plunger was removed. Another proglide was used with the same results. It was not specified as to how hemostasis was achieved. There was no adverse pt sequela. Though requested, additional info was not provided.

Manufacturer narrative:
(B)(4). Inspection of the returned device detected an anterior cuff confirming the reported event. The anterior needle presented damage consistent with the needle striking an object. However, no device damage was detected. The posterior needle, with the complete undamaged suture attached, had been ejected from the posterior foot and was engaged with the posterior cuff with the link attached to it. The device was tested by reinserting the plunger/needle assembly into the handle with acceptable needle trajectory, needle depth and push mandrel travel results. The anterior needle also fully engaged the anterior cuff. Based on the investigation findings, the probable cause for the reported needle to cuff miss are needle deflection during plunger deployment due to interaction with human tissue, aggressive and fast deployment of the plunger, or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. No anatomical information was provided to confirm any anatomical issues. No manufacturing or quality issues were detected. The root cause for the anterior needle to cuff miss is related to the operational context in which the device was used. A review of the lot history for this lot did not produce any findings relevant to this report.

Event description:
It was reported that during a percutaneous angioplasty and stenting treatment procedure, a stent dislodgement occurred. The lesion being treated was located in the non-tortuous and non-calcified right subclavian. This 7.0x30x135cm express ld stent was advanced through another manufacturers' introducer sheath to the lesion. It was determined prior to deployment that the stent was too long for the lesion. The stent delivery system (sds), with stent, was withdrawn to exchange for a shorter stent. During withdrawal of the sds, the stent dislodged inside the introducer sheath. This was noticed once the sds was withdrawn from the patient without the stent and the introducer sheath was removed with the stent inside. The procedure was completed with another introducer sheath and another express ld stent. No patient complications were reported and the patient's status is fine.